Event description:
Reportedly, the instrument produced a strange noise when its jaws were closed and it did not place properly formed staples on the tissue. As a result, an unintended colostomy was performed. Procedure: sigmoidectomy.